Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18942, 1627487-2021-18943. It was reported the patient lost therapy after patient underwent a non-related surgical procedure on (B)(6) 2021. As a result, the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. X-ray imaging confirmed both lead extensions were severed and high impedances were noted. In turn, patient underwent surgical intervention wherein the ipg and extensions were explanted and replaced to address the issue.